Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using an insulin pump (ilet) and no device alerts or alarms were reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported hospitalization or medical intervention. Investigation included attempts to obtain event details and device-use information from the user, with no additional data received. Investigation of this case revealed that the cause could not be determined due to insufficient information. It was concluded that the event was user-reported hypoglycemia with an undetermined root cause and no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.